Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2025-00417. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, the surgeon is requesting a custom tibial insert for an upcoming revision, for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog#: ni lot#: ni; unknown tibial tray catalog#: ni lot#: ni. G2 foreign source: austraila. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.